Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery test. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarm was noted during testing. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a scratched reservoir tube lip.